Manufacturer narrative:
Investigation summary: the affected device was received for evaluation in poor condition. The front cover had nicks/scratches and the global display had dents, the microswitch was bent, pole clamp was discolored, line cord faded and worn, quick connect was corroded, water tank cover was cracked on the bottom, old style pcb and power switch, enclosure had multiple scrapes and gouges, and was missing the reflux plug. After visual inspection, the tank was filled with water, the temp check disposable was attached, the line cord was plugged in, and the power was turned on. The device leaked from the water tank, confirming the customer's indicated failure. The root cause was determined to be the faulty water tank. Because of the condition of the device, no action was taken. It was deemed beyond economical repair and will be scrapped. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the tank was leaking. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event and d5: operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.